Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was returned for evaluation. Returned complaint pump sn(B)(6) visually inspected. Cannula kink distal to the outlet observed. No other abnormality found. Root cause of the kink and positioning issue was use issue related due to improper positioning. The failure modes will be monitored and trended.

Event description:
The user facility reported a 54-year-old male in non-st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. During attempted repositioning of the impella cp pump that was positioned too deep, the device kinked just distal to the outlet. Additional troubleshooting was done in an attempt to relieve the kink however the issue remained. The pump was subsequently removed and replaced as a result of the noted kink. There was no patient harm.

Manufacturer narrative:
The investigation has been completed for the reported issue of positioning issue. The device was received for evaluation. Cannula kink distal to the outlet was observed. No other abnormality found. Root cause of the kink and positioning issue was use related due to improper technique. Additional information for the initial MFR (B)(4) was provided in section d6a, d6b, h1, and h6. This report is being filed as part of a retrospective review of historical records